Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that on (B)(6) 2007 the patient underwent a gynecological procedure in order to treat stress urinary incontinence and rule out intrinsic sphincter deficiency, and mesh was implanted along with the concurrent procedure of mesh revision due to extrusion of previous midureteral sling. It was reported that following insertion of the mesh the patient experienced additionally infection, urinary problems, recurrence, bleeding, and neuromuscular problems. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.